Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no communication due to bad connector. The rear cover was faded, and the serial plate was hard to read. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus onsite support specialist reported on behalf of the customer that the 4k autoclavable camera head had no communication when connected to the closed control unit. No image, color bars only. The issue was found during preparation before use inspection for an unknown therapeutic procedure. The intended procedure was completed with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty connector could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.